Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse called from hospital to report a hospitalization for high blood glucose. The customer's blood glucose reading is 390 mg/dl. Possible diabetic ketoacidosis. During troubleshooting, manual prime is correct. The insulin exited the tubing. The high pressure test failed twice. Nothing further reported.